Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported rupture. Healthcare professional additionally reported in the operative report a "capsular contracture", baker grade unknown. Device has been explanted. This record is for the left side.

Event description:
Healthcare professional reported rupture. Healthcare professional additionally reported in the operative report a "capsular contracture", baker grade unknown. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Additional/changed and/or corrected data : h.3., h.6. Device evaluation: analysis of the returned device identified the weight the device was within specification, a creases fold, red particles on the shell, red particles on the gel, and a curved opening. A visual and microscopic analysis was performed which identified a sharp crease opening on the anterior. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening.